Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. A partial device was received for evaluation (patient line tube with connector and clamp). Visual inspection was performed with naked eye and magnification, which determined that there was insufficient weld (tubing to patient line connector). Functional inspection was performed which included leak testing, clear passage test, and clamp function test. The device failed the leak testing because there was a leak between the patient line connector and the tubing. The reported event was verified and the cause was determined to be due to insufficient weld. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from between the port and the patient tubing during peritoneal dialysis therapy on the homechoice. The customer had already ended therapy and removed the supplies at the time of the call. There was no patient injury or medical intervention reported. No additional information is available.